Manufacturer narrative:
No unexpected frozen screen anomalies were noted during testing; time advanced properly. There was no unexpected restart either. The insulin pump passed the self test, unexpected restart error test, and displacement test. Intermittent button response was found on the escape button due to moisture damage on the keypad traces. The following physical damage was also noted: a cracked lcd window, cracked casing at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump froze and started giving him a high-pitched noise. No alarm displayed on the screen, and he was unable to clear the display and audio anomalies by pressing buttons. The customer changed the battery and the pump did its count and prompted him to reset the time. Troubleshooting was initiated for the frozen display anomaly. The patient's blood glucose at the time of incident was 120 mg/dl. The screen froze while the customer was outside cutting wood. The keypad was unresponsive but the customer could not identify any events that lead to that particular issue. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.